Event description:
A report has been received that a memory lens iol implanted in the right eye of a pt has since opacified. Iol clouding was noted at 2004 visit, moderate-severe opacification diagnosed at the following month visit. Visual acuity noted as 20/40 right eye at 2007 visit. The iol has been explanted & replaced and vitrectomy performed. Moderate corneal edema noted immediately post-op. Prognosis excellent at 2008 visit and considered good for improvement. No further info has been provided.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.